Event description:
It was reported a bilateral patient underwent a partial knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision of the right knee on march 25, 2013 due to infection. An irrigation and debridement procedure was completed and the bearing was removed and replaced. The patient underwent another revision on the right knee on (B)(6) 2013 due to infection. All components were removed and an antibiotic cement spacer was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01152/ 01155).